Event description:
It was reported that pump screen was dark and would not turn on, with red light blinking around button and pump vibrating periodically. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to attempt to restart pump and charge it with working power supplies, but pump display did not turn on, so customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.